Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 11 mmol/lat the time of the incident. Customer stated she was delivering a bolus when the insulin pump stopped and began to rewind. No further information was provided. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test inches. No rewind anomaly or motor drive anomaly noted. The motor was tested outside of device and passed. Unit received with minor scratches on case and minor scratches on lcd window the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.